Manufacturer narrative:
Zimvie received one (1) ieeha565, (certain® bellatek® encode® emergence healing abutment 5mm(d) 6mm(p) 5mm(h)) for evaluation. Visual evaluation of the as returned device identified the encode abutment with signs of use and was identified as reported. During a functional test the returned encode abutment seated as intended with an in-house biomet implant. No apparent malfunction was identified. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1296891. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1296891 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is incorrect technique used - customer error. Therefore, based on the available information and functional testing, the abutment malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that patient came in to get (stage 2) uncover and implant looked great, when doctor went to put abutment on, it wouldn't "seat" or screw in to implant as it should have. Doctor went and got a new one in the box (same size) and it went perfectly, not sure why this one wouldn't work. Tooth number: 19.